Event description:
The customer was admitted in the emergency room for dka. It was indicated that the doctor believes the pump was not working property. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test also was performed and the insulin exited.